Event description:
On (B)(6) 2007, the patient was implanted with an scs system. It was reported that the patient lost partial stimulation. A diagnostics reading revealed that all electrodes on the lead were invalid. An x-ray was taken and it was observed that the lead was kinked and possibly fractured. On (B)(6) 2010, the lead was explanted and replaced. The patient is currently receiving satisfactory stimulation.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was visually inspected and found to be incomplete. The lead was cut approximately 45cm away from the stimulation end. No functional testing could be performed on the incomplete lead. Conclusion: the reported complaint could not be confirmed. As received, the lead was returned cut. No functional testing was performed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.